Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used set, with no cap (original cap loose in pouch and clamp) on the spike and no cap on the patient connector, in reference to connection issue. The set was functionally tested by hand tightening a lab (B)(4) titanium adapter on to it, without difficulty. The set was also connected to a lab port of a twin bag assembly with no issues noted. The set was tested underwater at 8 psi with no leak noted. During visual inspection no manufacturing abnormalities were noted. The complaint could not be confirmed in the lab. The assignable cause was undetermined. Additional information: the lot number is unknown; therefore a batch review cannot be performed.

Event description:
The port of twin bag was separeted form the transfer set. There was no patient injury or medical intervention. There was patient involvement.